Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to deliver within specification during flow rate testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing the correct rate during therapy in the oncology care area. The device was set to infuse an unknown medication for over 2 hours (dose and programmed amount unknown) and after 2 hours only half of the bag was infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.